Event description:
Our hosp recently purchased several ge maclab devices to monitor vital signs during cath lab procedures. As part of the install, it is the facilities responsibility to install antivirus software on these devices to protect them from malicious software. Ge provides install instructions and validated versions of software to use. Unfortunately the versions they validate are no longer available for purchase, and they do not validate current versions of antivirus software for this software version, even though they support it. If we load the current version of antivirus software available on the device, it can invalidate our warranty, if we don't and the device gets infected and impacts pt safety, it will be our responsibility since we were supposed to load antivirus software on. Not being able to load antivirus software can impact pt safety if the device gets infected and is not available for pt use. It would help if ge would validate versions of antivirus that can be purchased and not versions that don't exist anymore, for equipment that they support. Would like to comply with the FDA's jun 13 safety communication on cyber security for medical devices.